Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon had difficulty closing the white trigger before firing, on possibly the second or third firing. The subsequent misfire resulted in an incomplete staple line. There was no patient consequence. The case was completed with a like device and reload.